Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received from a healthcare professional via a clinical study reported the etiology was related to the surgery /anesthesia. The outcome resolved without sequelae on (B)(6) 2014.

Event description:
In the newly reported information, the previously reported ¿post-dural puncture headache¿ was crossed out. It is unclear what is meant by this and further information has been requested.

Event description:
It was reported that on (B)(6) 2014, 2 days after implant, the patient reported experiencing a spinal headache. On the same day, increased fluids and fioricet, as needed, were ordered. 2 days later, the patients symptoms worsened and be rest was encouraged. On (B)(6) 2014, intravenous (IV) fluids were administered and an epidural blood patch was performed. It was determined that a cerebrospinal fluid (csf) leak and post-dural puncture headache related to a procedure occurred. As of (B)(6) 2014, the event was ongoing. The device system was used to deliver dilaudid and bupivacaine. If additional information is received, a follow-up report will be sent.